Event description:
It was reported that a farawave catheter was used for an ablation procedure in the left atrial appendage. The patient reported development of pericarditis, chest pain, and subsequent pneumonia that required a five day hospitalization. The patient later experienced a recurrence of atrial fibrillation (a fib), leading to a cardioversion. A cardiac monitor is currently in place for one month, with a follow up appointment scheduled with the surgeon in early (B)(6). Current medications include plavix and aspirin. The device is not expected to be returned due to the amount of time that has passed between the procedure and the reporting of the issue.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. H6 device code field updated. Based on the analysis, the event description indicates that the device was used to ablate the left atrial appendage, which is considered an off-label use. The device did not return; therefore, product analysis could not be performed. Based on the investigation, the reported allegation of user used incorrect product for intended use was confirmed and the allegations of pericarditis, chest pain, pneumonia and atrial fibrillation were unable to be confirmed. Risk review: a risk review performed for the farawave device confirmed that the events of user used incorrect product for intended use pericarditis, chest pain, pneumonia and atrial fibrillation are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. The device was used to ablate the left atrial appendage; this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf) and persistent atrial fibrillation, and the use it was given is not considered part of the treatment for either condition. The IFU contemplate the adverse events related to "inflammation," "respiratory complications" and "arrhythmia." There is no evidence that any updates to the document are required at this time. The ship history was unable to be completed as the required documentation was unavailable. Upn number was unknown. A review of the device history record (DHR) could not be performed since the ship history review was unable to be completed. The known inherent risk of device cause code was selected based on the information provided within the event description. Atrial fibrillation is considered within the risk threshold of arrhythmia. Pericarditis is considered within the risk threshold for infection/inflammation. Arrhythmia, infection/inflammation and pain are expected procedural complications addressed within the IFU for the farawave catheter. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time.

Event description:
It was reported that a farawave catheter was used for an ablation procedure in the left atrial appendage. The patient reported development of pericarditis, chest pain, and subsequent pneumonia that required a five day hospitalization. The patient later experienced a recurrence of atrial fibrillation (a fib), leading to a cardioversion. A cardiac monitor is currently in place for one month, with a follow up appointment scheduled with the surgeon in early february. Current medications include plavix and aspirin. The device is not expected to be returned due to the amount of time that has passed between the procedure and the reporting of the issue.